Event description:
New information received notes that the patient was seen in clinic for programming changes on 21 oct 2021. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of stored electrograms (egms) revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient did not receive therapy during the oversensing. The patient was asymptomatic. Programming changes were discussed but no intervention was reported.